Event description:
It was reported that during the routine maintenance of the holmium laser medical device, it was found that the device had abnormal sound. The key switch could not work before; therefore, a fiber was used to test if the key switch problem has been fixed. The test fiber was physically broken, and the holmium laser therapy device could not be started normally. There was no patient involved.